Event description:
Opened vascath optiflow catheter on arterial side to initiate dialysis treatment. While removing heparin with a syringe, large amount of air bubbled through catheter. Crack in catheter line discovered where the luerlock connector is attached to the catheter. Catheter had to be removed.